Event description:
Hcp reported patient presented in 2003 with signs of infection of the lumbar region. These included redness, swelling, drainage, pain, and incisional wound opening. Cultures taken of the device pocket and lumbar region. Mrsa was the organism cultured. The pt was treated with IV antibiotics and total device system explant. Hcp reports pt's infection resolved with no drug withdrawal.